Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system was stuck at zero during boot-up and unable to download log files on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.